Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that there was different stimulation with applying pressure to his battery pocket. When applying pressure, stimulation would go up and down. The patient was kicked or punched in the back by a work employee and this was stated to have led to the event. Impedances were checked with and without pressure on the battery and were greater than 10000 ohms on different electrodes with and without pressure. Programming was performed to avoid these electrodes and the symptoms were resolved. The issue was resolved at the time of this report. The patient was alive with no injury and no surgical intervention occurred or was planned. Relevant medical history included spinal pain. No follow-up was required.